Event description:
It was reported that a spectrum iq infusion pump had an inoperable keypad. This occurred during programming in cardiac care. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b3,b5, d1, d3, d4: unique identifier (UDI)#,d4: model #, d5, g3,h6: medical device problem codes. B5: during evaluation of a returned spectrum pump, the device had an intermittent inoperable third column on the keypad. No additional information is available. H6: medical device problem code a070908 is updated to a150102. Additional information: g4, h3, h6, h11. H11: the device was received for evaluation.during evaluation, the device had an intermittent inoperable third column on the keypad. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be the keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.